Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a provider who received notification from a patient that the patient reported being previously treated with coolsculpting system. The provider indicated that the abdomen was treated on 12/november/2021 with cooladvantage, cooladvantage plus applicator and diagnosed by provider medical with paradoxical hyperplasia (ph) to upper abdomen and lower abdomen on (B)(6) 2022.

Manufacturer narrative:
Additional information: a2 (age), a4 (weight), a4 (weight units), b3, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a provider who received notification from a patient that the patient reported being previously treated with coolsculpting system. The provider indicated that the abdomen was treated on (B)(6) 2021 with cooladvantage, cooladvantage plus applicator and diagnosed by provider medical with paradoxical hyperplasia (ph) to upper abdomen and lower abdomen on (B)(6) 2022.

Manufacturer narrative:
Correction: b3. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a provider who received notification from a patient that the patient reported being previously treated with coolsculpting system. The provider indicated that the abdomen was treated on (B)(6) 2021 with cooladvantage, cooladvantage plus applicator and diagnosed by provider medical with paradoxical hyperplasia (ph) to upper abdomen and lower abdomen on (B)(6) 2022.